Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma (new or worsening) and lung disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.